Event description:
It was reported that while connected to a patient, the ventilator generated alarm for high oxygen concentration. There was no impact on patient. (B)(4). Ref# MFR 8010042-2013-00163.